Event description:
It was reported that approximately 22 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension the patient presented in the emergency room with pain. A computed tomography scan revealed a possible type ii endoleak. Reportedly, the physician noted that there was fluid outside the aneurysmal sac, but the patient was stable. The physician elected to perform an exploratory surgery to fix the type ii endoleak. Reportedly, during the procedure the physician identified leak of the aortic stent graft. In an attempt to correct the leak, a type iii endoleak was noted between the aortic stent graft and the bifurcated device due to high pressure. Devices were explanted and replaced with a surgical dacron graft. The patient tolerated the procedure well. Additional information: patient's interior mesenteric artery and abdominal aortic aneurysm had grown from 7.4 cm to 8.2 cm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. A sample was not returned for evaluation. Medical records were provided and reviewed by a clinical specialist. The reported event was confirmed; however, a cause could not be determined with the available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).